Event description:
The pt presented to the ER with vaginal bleeding s/p miscarriage. A pelvic ultrasound was ordered. In preparation for the procedure a foley catheter was placed. During the procedure the pt felt something "pop" in her bladder. The foley catheter fell out and it was noted that the balloon had completely ruptured with pieces of the balloon retained in the pt's bladder. The pt was taken to surgery for removal of the broken balloon.